Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had not charged the pump sufficiently and the pump subsequently shut off. When the customer began to charge the pump, a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported a blood glucose level of 245 (mg/dl) that was addressed with an insulin injection. It was reported that the customer had manual injections and another pump available for alternate insulin therapy.